Event description:
On (B)(6), 2013 it was reported that vns patient¿s vns generator was removed due to an infection. The manufacturing records for the generator and the lead were reviewed and both devices met all specifications and were sterilized prior to distribution. It was later confirmed by the physician that the generator was explanted due to an infection and the patient was treated with antibiotics. The cultures grew (B)(6). The physician reported that the infection occurred following and as a result of replacement of a nearly depleted vns generator.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records confirmed sterilizaion for both the generator and lead prior to distribution.

Manufacturer narrative:
Corrected data: previously submitted MDR indicated that the date of explant surgery was (B)(6) 2013; however, this was determined to be (B)(6) 2013. This report is being submitted to correct this information.

Event description:
On (B)(6) 2014, the patient underwent full re-implant.

Event description:
On (B)(6) 2014, it was determined that the explant surgery occurred on (B)(6) 2013.

Event description:
On (B)(6) 2014, it was reported that the patient was being referred for full re-implant because the previous system had been explanted. Re-implant surgery has not taken place to date.